Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reports "the guide at the time of the procedure is defective". The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided thirteen photos for evaluation. The photos displayed a product lidstock and an unraveled guide wire through a clear tray. It could not be determined where the breakage occurred based on the photos. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "the guide at the time of the procedure is defective". The patient's condition is reported as fine.